Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Paper and cotton ripping and getting stuck - vagina [foreign body in reproductive tract]. When taking the tampon out, the paper and cotton is ripping and getting stuck [complication of device removal]. Uncomfortable - vagina [vulvovaginal discomfort]. Paper and cotton is ripping - tampon [device breakage]. Consumer contacted via e-mail and stated that when taking the tampon out, the paper and cotton was ripping and getting stuck. No serious injury was reported.